Event description:
Patient reported right side device rupture diagnosed by ultrasound and confirmed by MRI and necessity to replace the implant due to "the recall of the affected implants." Healthcare professional additionally reported pain, and capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: opening device assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Observed opening device assessed as surgical damage. ¿ anxiety-product-procedure: unable to observe since it is not related to the device. As per the investigation procedure particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side device rupture diagnosed by ultrasound and confirmed by MRI and necessity to replace the implant due to "the recall of the affected implants." The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported pain, and capsular contracture baker grade iii. The device has been explanted.